Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vntive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the same day as event onset, the patient was hospitalized for the event. The following day, the patient was treated with amikacin injection (75mg, once daily, intraperitoneal, discontinued), vancomycin injection (1g, every 5th day, discontinued) and heparin injection (1000 iu, once daily, intraperitoneal, discontinued) for peritonitis nine days after event onset, the patient was recovered from the event. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.